Manufacturer narrative:
The device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the ipg site. The patient underwent an ipg explant procedure.